Manufacturer narrative:
H11. Additional narrative. Updated h6. Based on the information available, a definitive root cause cannot be conclusively determined. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards reviewed the article "left main protection during transcatheter aortic valve replacement with a balloon-expandable valve" by I hsiung et al. J soc cardiovasc angiogr interv. 2022 may 4;1(4):100339. Doi: 10.1016/j.jscai.2022.100339. Ecollection 2022 jul-aug. An unknown model 19mm aortic valve was disabled via a valve-in-valve procedure after an unknown implant duration due to unknown reasons. A s3 20mm transcatheter valve was implanted.

Manufacturer narrative:
H11. Additional narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.